Event description:
I got essure done (B)(6) 2017. I've had rashes for weeks that does not go away. I have seen a dermatologist. They gave me cream and it didn't clear up. I was told I'm allergic to the nickel. So now I'm stuck with essure inside of me. Rashes all over arm, shoulders and upper neck. Headaches and developing boils. I've never had skin problems before. I'm so scared of I'm allergic what happens if it's poison my blood or something or tragic. Please help me with this essure. I rather have more kids then to put up with allergic reaction that will not go away until this essure is removed.